Manufacturer narrative:
A 3m professional service specialist followed up with the customer. She reportedly spoke with the group of respiratory therapists (rt) who said they were not putting additional pressure on the tape. They also reportedly used lubricant and this could possibly cause an issue so they were going to be more mindful of ensuring a dry tube before tape application. The 3m professional service specialist discussed alternative taping methods which they felt might work better than the one they used. One of the rts at this hospital had recently moved from another facility who used our multipore dry tape and showed them an alternative method.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's endotracheal tube (ett). The infant was reportedly desaturating and became bradycardic. It was determined the infant had self extubated and required reintubation. Customer reported no patient harm was associated with this event.